Event description:
Caller reported an alarm 2 related to occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin. Consequently, no additional assistance was necessary, and the case was closed by technical support.